Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient on (B)(6) 2026 that their blood glucose levels rose to over 250 mg/dl and insulin had leaked from the device; additionally, it was noted the adhesive had detached from the device. The pod was worn between 49 and 71 hours on the leg. Further information was received on 17-june-2026 via a user report from bfarm. A healthcare professional had reported "the patient has experienced a total of three abscesses since (B)(6) 2026 using the same batch of medication. These were treated by incision, wound care, and medication. Further contact was made with the patient on (B)(6) 26. The patient stated that only two abscesses occurred from the use of two separate pods and medical attention was sought for both. Symptoms reported include skin irritation, redness, bleeding, purulent discharge and pain. Additionally, the patient's blood glucose level rose to 350mg/dl. The patient saw (B)(6) dr. (B)(6) at (B)(6) practice on (B)(6) 2026 who diagnosed the two abscesses on the leg. The pod had already been removed due to the adhesive detachment and insulin leakage issue. Treatment included twice-daily doctor visits over three weeks, cleaning of the affected area, application of pensate, and bandaging. This is one of two reports (insulet reference numbers: (B)(4)).